Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the left ventricular lead, the patient became hypotensive. An echocardiogram revealed that a pericardial effusion had occurred. The effusion was drained and the patient stabilized during the procedure. The lead was successfully implanted. The patient was noted to be in stable condition during hospital recovery.